Event description:
Per the clinic, the device was electively explanted on (B)(6) 2024 due to MRI procedure. There are no plans to re-implant the patient with a new device as of the date of this report.

Event description:
Correction: the previous or initial MDR submitted on april 29, 2024, was filed inadvertently. No serious injury has occurred. The removal of an implant magnet prior to an MRI is not considered reportable.